Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the system experienced a period of transient optical instability. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster. Post re-link, the system was working within expectations. Bg values fit sg trends well, with occasional differences due to lag between the bg and sg inherent to the sensing technology. User was advised to continue using the system and to calibrate as requested. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.